Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to unknown reasons. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.